Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side removal was noted as "rupture.¿ device has been explanted and replaced.

Event description:
Healthcare professional reported, right side removal was noted, as "rupture¿. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: additional observation: rupture: observed, broken on the anterior and posterior side assessed, as inconclusive. Failure of implant: not applicable, as this is a stand alone code. No additional observation. No further actions are required, as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6; h.6

Event description:
Healthcare professional reported right side removal was noted as "rupture.¿ device has been explanted and replaced.

Event description:
Healthcare professional reported right side removal was noted as "rupture.¿ device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 25/may/2023.